Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that after the pump was primed it would give loss of prime alert the next day. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.